Manufacturer narrative:
Patient city: (B)(6), patient country: finland.

Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient experienced adhesive failure on (B)(6) 2026, as the infusion set tape came off early and did not remain attached during wear. No further information available.